Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during routine device replacement the header of this pacemaker was found loose when first attempting to remove it from the device pocket. It was noted that no excessive force was applied to the device/header during the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection confirmed the header was loose from the device case due to a compromised medical adhesive bond on the serial number side of the device. An x-ray of the device found that the ventricular tip header wire was fractured at the header feed-through entry point. No electrical testing of the device was performed due to the fractured header wire. Laboratory analysis confirmed the reported clinical observation of a loose header as the result of an insufficient bond between the header and device case.